Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for low blood glucose levels of 17 mg/dl. Prior to the event, the customer stated that he had taken insulin to treat a 179 sugar glucose reading without using a finger stick. The customer also stated he think he took insulin when he should not have. Did not check programming because customer could not remember exact day of event, but troubleshooting was performed. The insulin pump did not have any alarms in alarm history and passed the displacement test. Nothing further was reported.